Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 1 year, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During the manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that the patient was found expired at home the night of (B)(6) 2015. It was reported that the patient's expiration was not felt to be device or therapy related. No autopsy was performed and the pump was not explanted. No further information was available.

Manufacturer narrative:
The pump was not returned for evaluation; an autopsy was not performed and the pump was not explanted. A direct relationship between the device and the reported event could not be determined. The reported cause of death was "sudden death," as the patient was found during the night by a family member. The patient's surgeon reported that they do not believe the patient's demise was device or therapy related. No additional information was provided. The device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing its file on this event.